Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder exhibited sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the product was completely deformed, the needle bent, broken off shorter than the normal and with a blunt end. There is no IV safety shield and the cannula np covered by its gray sleeve inside the pre-assembled tube holder is completely bent. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder exhibited sterility breach. No serious injury or medical intervention was reported.